Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, brown particles in the shell, underweight device, fold creases, and wear abrasion. A microscopic analysis was performed which identified an extended sharp opening with localized stresses induced in the posterior side assessed as a surgical impact opening and non penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening with localized stresses induced assessed as a surgical impact opening. Additional, corrected, and/or changed data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.